Event description:
The manufacturer received information alleging loud alarm sound and displaying ventilator inoperative. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information alleging loud alarm sound and displaying ventilator inoperative. There was no harm or injury reported. The device was returned to a third-party service center for evaluation and the main board was replaced to address the reported issue of loud alarm sound and displaying ventilator inoperative. Device tested and all tests passed. Additionally, during visual inspection of the device, a crack on the dual limb cup was found, therefore it was replaced. This was not related to the reportable malfunction/issue.